Event description:
On 04/05/2007, cardinal health learned that a male lab phlebotomist developed violent sneezing and watery irritated eyes. He saw an allergist and missed 1/2 day of work.

Manufacturer narrative:
Information forwarded to plant. Results of investigation pending. Follow up report will be done.